Event description:
It was reported that about a year after implantation of an anterior cervical construct, the patient was involved in a fall. A c-spine x-ray was ordered where it was discovered that both screws at the c7 level had backed out of the plate. The patient was fully fused, so the doctor was unsure if the screw back out was a result of the fall or just the reason for the discovery. The loose screws were explanted and replaced with larger diameter screws. No patient symptoms were reported. Levels implanted: c4-7.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.